Event description:
Pt not involved in incident on 6-18-98. Burning smell noted from overlay sys in pt rm. Temperature control had been changed by someone other than co rep and the hoses from the machine to the mattress were crimped between the frame of the bed. Co came to investigate mattress overlay and found no defects. New overlay brought in by co.